Event description:
The collimator for head 2 was damaged due to a collision between the camera and the table while the camera was returning to start position. The table was at the home (lowest point) position at the time of the incident. There were no injuries associated with this incident.